Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Unique identifier (UDI) #: n/a. Item # 51-107200, stem, lot # 3140308. Item # 650-1057, head, lot # 893830. Item # 010000668, shell, lot # 3147335. Item # 650-1064, taper sleve, lot # 411520. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 07026; 0001825034 - 2018 - 07027; 0001825034 - 2018 - 07029; 0001825034 - 2018 - 07030.

Event description:
It was reported that approximately 2 months post implantation, the patient underwent the first stage of a two-stage revision due to infection. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of operative notes. Review of operative notes states that patient underwent a two-stage revision due to infection. During the second stage, large amounts of heterotopic ossification tissue was noted and excised. Patient experience about 1200cc of blood loss requiring 4 units of packed red blood cells. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.